Event description:
Caller reported a cgm error, specifically error 42, concerning the g6 sensor. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information and guided the caller through the reset process, but the pump did not turn back on during the call. Caller stated that she already has a replacement pump for backup therapy.